Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that cutter could not be cut and was not sharp enough during vitrectomy surgery. The surgery was completed on the same day by replacing the same product. There was patient contact but no impact to the patient.